Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1235, awareness date 08-oct-2015). It refers to a (B)(6) year-old female patient in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer was done having children and had essure inserted in the clinic. Doctor gave her a narcotic to help her relax. She had extreme cramping. Within a few weeks, she started experiencing cramping, stabbing pelvic pain to the point of bending over, abnormal periods, long periods, short periods, bacterial vaginosis, discharge, painful ovulation, major loss of libido, spotting after sex, painful sex, sexual dysfunction, headaches, nausea, gas, constipation, metallic taste in mouth, heart burn, dizziness, brain fog, really bad mood swings, depression, numbness/ tingling in extremities, shakiness, hair loss, dental issues, insomnia, blurred vision, dry skin and hair and fatigue. She went back after 3 months to have the hysterosalpingogram (hsg) test, and that was the most painful test she ever had. Both tubes were blocked, and in the correct place. For the next 2.5 years, symptoms remained. She saw a doctor in (B)(6) 2015 who said they needed to remove the coils. On (B)(6) 2015, a hysterectomy was performed taking everything but ovaries. One of the coils migrated out of the fallopian tube and was puncturing her uterus. It was not puncturing any of her other internal organs (bladder bowel, etc). Since having the essure removed, most of symptoms have gone away. Product technical complaint investigation and final assessment were received on 24-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having stabbing pelvic pain to the point of bending over. She underwent a hysterectomy to remove the coils 3 years after insertion and it was found that one of the coils had migrated out of the fallopian tube and was puncturing her uterus. These events are serious due to medical significance and listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In the present case the exact date and mechanism of the perforation were not reported. Hysterosalpingogram 3 months after insertion showed the devices in correct place. The perforation was diagnosed 3 years after essure insertion during a hysterectomy to remove the coils. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required and a hysterectomy was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.